Event description:
It was reported during the flush with saline, prior to start of therapy, carried out in order to check the perviousness and integrity of the system, the experienced nurse notes a loss of fluid to the outside world. After consultation with another experienced colleague, you assumes internal damage and need for device removal. After explantation, fissuring found in the internal portion approximately 4 cm from the insertion site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use related. One 5 fr single lumen powergroshong was returned for evaluation. An initial visual observation revealed use residue on the sample. A functional test of flushing the catheter with water using a 12 ml syringe was performed. A leak was observed between the 32 cm and 33 cm depth markings. A microscopic observation revealed a split with a rough and uneven fracture surface where the leak was found. The edges of the split were observed to be mostly round and polished, with some irregular and rough areas. Evidence of kinking was observed in the catheter tubing around the area of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.